Event description:
It was reported that this right ventricular (rv) lead with the implantable cardioverter defibrillator (ICD) displayed an increase and out of range shock lead impedance measurement. The patient underwent a ventricular tachycardia (vt) ablation and then the lead impedances were found to return to within normal limits. There were no stored events or noise on the egm. The rv lead and ICD remain in service. No adverse patient effects were reported.